Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 34, 191, 130, and 127 mg/dl within 10 minutes, with the difference of 63%. Pt did not experience any adverse events. No further info has been reported.